Event description:
Device issue: none. Adverse event: death. Onset of adverse event: six months post procedure. It was reported via a trial that on (B) (6) 2007, the patient underwent stenting of the pre-dilated 1st obtuse marginal with two xience v stents. On (B) (6) 2009, the patient expired. Abbot vascular medical safety monitors assessed the death as possibly due to late stent thrombosis. There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (6) study event. The xience v rx 3.5x15mm stent mentioned is being filed under the same manufacturer number.